Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached between 17 to 18.1 mmol/l (306 to 325.8 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. Multiple corrections were administered using the pod but the bg levels did not decrease. A new pod was applied to treat the hyperglycemia. The patient's blood glucose, carbohydrate, and insulin history is as follows: time: 2:30am, bg(mmol/l): 18.1, (mg/dl): 325.8, cho(g): 80, bolus(u): 7; 4:30am, 18; 6:00am, changed pod.